Event description:
Pt was admitted to the hosp for involuntary treatement due to behavioral exacerbation. Pt was restrained with bilateral hand and waist restraints. Pt freed himself of one hand restraint. Pt was found off the side of the bed. (No siderails on the "specialty" bed). Pt found unresponsive. Code called, unable to revive.